Manufacturer narrative:
Continuation of d10: product ID wr9220. Serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6): h3: analysis of the returned wireless recharger (wr) (s/n: (B)(6) revealed that the patient's complaint was confirmed, the led's scroll continuously and the device is unresponsive. The flash read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that they plugged in the recharger dock and had the recharger sit on it, and it just blinks, when they unplug it, it still doesn't go on. Patient stated that it does not power on, and the battery lights are blinking back and forth. Agent was able to confirm that the patient was seeing a scrolling battery lights. Patient stated that they plugged it in for quite a while, and they only see a scrolling green light, and when they power it on, it 's unresponsive. Agent had the patient reset the recharger on/off the dock, but it stays unresponsive aside from the scrolling green light when it's placed on the dock. Agent requested a replacement recharger from repair. Agent documented reported events.